Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller said the patient fell and is now in rehab at a hospital from the patient's fall on their buttocks (fall/hospitalization is not related to device/therapy). During rehab, the consumer said they installed a catheter because the patient's bladder was full and relieved 2l of urine; they had to do another catheter after that. Caller added they want to use the patient programmer (pp) to possibly increase stimulation for the patient to get relief. The family member also added that the patient was fine until they fell; the patient did "not really" have a return of symptoms, but the caller was concerned the ins was damaged from the fall. The consumer said someone in the healthcare provider's (hcp) office checked the device and said everything was fine. Caller was told the patient has two more years left in the device. The individual from the hcp's office also told the family member and patient to that the patient may need a few days for their system to settle down. Caller added the patient has had great success with the device and added that they've had 65%, but would rather have 100% success. It can be noted that the event occurred a little over two weeks ago. Additional information was received from the patient on 2018-07-23. The patient confirmed the "sort of" return of symptoms issue and retention/catheter use; the issue occurred as a result of the fall. The patient further clarified that urinary retention is not a pre-existing condition and catheter use is not standard of care for them. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.